Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information. In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer tested his blood glucose on the contour next usb and another ascensia meter. The readings were approximately 300mg/dl and 120-140mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the test strips for investigation.